Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments, severed 141 mm from the terminal pin, a total length of 643 mm. Set screw marks were noted on the terminal pin, ring, df- and df+. Dried body fluid throughout the entire lead lumen. Clear medical adhesive was torn from the lead covering at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point and was also torn from the lead covering at the distal end of the proximal spring electrode and the proximal spring was stretched at this point. A cut in the insulation was observed at 637mm to 641mm from the terminal pin. Conductor coils were deformed at 167 mm and 180 mm from the terminal pin, as a result of the suture sleeve tie down. The lead was found to have abrasion at 510 mm to 520 mm from the terminal pin. The lead was fractured as a result of the abrasion.

Event description:
Boston scientific received information that anti-tachycardia pacing (atp) was observed on the monitor, while the patient with this device system was hospitalized for a non-device related procedure. Noise was detected in the ventricular fibrillation (vf) zone and right ventricular (rv) lead pacing impedance measurements decreased from 840 ohms to 435 ohms. Additionally, r-wave measurements decreased from 11mv to 6.5-7.mv. Approximately one second of noise was observed and no pacing pauses were observed. Later, a revision procedure was performed and the rv lead was explanted and returned for reliability analysis.